Event description:
It was reported to philips that the device does not detect the battery. There was no patient involvement.

Event description:
It was reported to philips that the device does not detect the battery. There was no patient involvement. The field service engineer (fse) evaluated the device and found the battery not being recognized. Upon conclusion of the evaluation, it was found the battery needed charging. The battery was charged and the issue was resolved. The device remains at the customer site and no further evaluation is warranted at this time.